Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Concomitant medical products: medical product: eternity inlay 46. 48. 50 dia 28, catalog #: p0507001, lot #: 0000176213. Medical product: aura ii hip ha coated right size 5, catalog #: p0126h05, lot #: 0000161237. Postal code: (B)(6). Occupation: chairman. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Data from (B)(6) : review the performance of implants following a review of the data conducted in march 2019 on aura ii, on 304 primaries surgeries, 33 have been revised. This complaint is related to revision due to dislocation subluxation : it was reported that a patient underwent revision (hip, left), 13 years after implantation.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. G3: report source, foreign - event occurred in united kingdom. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaints database over the last 3 years has found no similar complaints for this item code 164191. Risk assessment: risk management report 3 documents the estimated residual risk associated with the reported event. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk tables could not be selected for comparison. The occurrence of the event and the risk is been assessed against the risk management report. The outcome of this complaint (surgical intervention) is considered to be within the severity of the rmr. In order to calculate the occurrence rate, sales and complaint data for this item number have been obtained, and are attached for a period of the last 3 years prior to the event date, being (B)(6) 2019. Sales ((B)(6) 2016 to (B)(6) 2019) = (B)(4) units. Complaints search was conducted for events occurring between (B)(6) 2016 to (B)(6) 2019 for item 164191. No other complaints were identified for this item number other than (B)(4). Therefore, the calculated occurrence rate is 1 in 171 or 0.5%. However, the occurrence in this case is calculated using a single complaint. Therefore, the current occurrence rating in the risk management file are still relevant and have not been exceeded; it is not possible to make a calculation based on one instance of a complaint. The failure mode will be monitored through zimmer biomet internal complaint and post market surveillance activities with further review of risk conducted through these processes. If further information regarding the root cause of the reported event is provided, risk should be re-assessed. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. H3 other text : product has not been returned.

Event description:
Data from njr (national joint registry - UK) : review the performance of implants following a review of the data conducted in (B)(6) 2019 on aura ii, on (B)(4) primaries surgeries, (B)(4) have been revised. This complaint is related to revision due to dislocation subluxation: it was reported that a patient underwent revision (hip, left), 13 years after implantation.